Event description:
Pt developed delayed healing and a probable bacterial infection that resulted in scarring on the cheeks.

Manufacturer narrative:
Device in non-contacting, and is unlikely to cause an infection. Add'l pt post care recommendations, a pt guide has been developed. It is unk if the pt guide was in used by the site.